Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer who stated that downloader serial number (B)(4) was water damaged. When the customer connected the downloader to the power source it started to smoke. The product was replaced at no charge per service agreement and returning for further investigation. However, the cause of the customer complaint is likely due to water damage to the electronic components. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).the investigation was completed on 06/18/2014. Failure analysis has determined that a burnt 10 'f tantalum capacitor (c24) caused the ds s/n (B)(4) to emit smoke at the customer site. The water damage reported by the customer is the likely cause of the burnt capacitor.